Event description:
The customer reported that the device displayed a no shock delivered message but a response was seen from the patient. This event will be submitted as a serious injury as the patient was in cardiac arrest and the clinician needed to use another defibrillator to complete treatment. The device was evaluated at the philips bench. Philips was unable to replicate the problem. The device passed all performance function tests. A philips clinician evaluated the ECG strips and case event file. The device was turned on at 2:00:07 pm on (B)(6) 2019 in monitor mode, on leads ii. Pads were placed at 00:00:13 elapsed time. The device displays an ECG waveform consistent with av heart block beginning at 00:00:33 elapsed time. At 00:02:17, the device detects asystole, and the asystole alarm is displayed. At 00:02:29, the ECG displays a rhythm consistent with av heart block. The ECG strip ends at 00:03:05 elapsed time. No shockable rhythm was detected by the device, no shock was advised, and no ¿shock delivered¿ message was displayed on the ECG strips provided. Philips requested but did not receive additional information from the customer. The reported problem was unable to be reproduced. Philips is unable to rule out that a malfunction did not occur. The cause was not determined. Philips returned the device to the customer at the customer's request. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a no shock delivered message, however, a physiological response was seen from the patient. The device was connected to a patient while performing CPR with intent to use as a defibrillator but nothing was pressed for a shock to be delivered, the device did not show indication that the monitor was going to shock, and the device did not print to show a shock was delivered. We are considering this to be a serious injury as the patient was in cardiac arrest and the clinician needed to use another defibrillator to complete treatment. Additional details have been requested.